Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that insyte-n autoguard winged yel 24gax.56in hub was bent. The following information was provided by the initial reporter: material no: 381511, batch no:  0265013. It was reported that the threading hub was bent.   Verbatim: describe the event or problem: nurse was unable to attach extension set at yellow hub. Nurse thought cracked. After further investigation, it is found that the threading hub was bent but did not inhibit of an extension set at the hub. Device was still functional upon closer review. The hub was the connection.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte-n autoguard winged yel 24gax.56in hub was bent. The following information was provided by the initial reporter: material no: 381511, batch no:  0265013. It was reported that the threading hub was bent.   Verbatim: describe the event or problem: nurse was unable to attach extension set at yellow hub. Nurse thought cracked. After further investigation, it is found that the threading hub was bent but did not inhibit of an extension set at the hub. Device was still functional upon closer review. The hub was the connection.